Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) tsvt4b10, (imp, tsv, 4.1, 10, mtx, mg) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle cover screw with signs of use. Damage to the implant was identified around the collar region, likely due to the removal process. The cover screw was returned already disengaged from the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1267667. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267667 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the cover screw was stuck in the implant and could not be removed without removing the implant. Implant had already achieved primary stability.